Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to perforation and indication of third degree heart block. No further information is available.

Manufacturer narrative:
The lead was returned due to perforation. As received, only the connector portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform tip stiffness test due to the as received condition of the lead. Visual inspection of the lead did not find any anomalies with the exception of damage which is consistent with procedural damage.